Event description:
Report received of an unrequested bolus dose delivery. When the rn placed the patient pendant jack into the back of the pump, the pump delivered a dose of medication. According to the customer contact, there was no adverse patient event as the patient "was ready for a dose of medication". The pump delivered within the set lockout interval. The customer contact could not recall what medication was being infused or what the settings on the pump were. There was no reported adverse patient event. Though unrequested, there was no further information available.